Event description:
The user facility reported that the impella cp was placed in shock setting of post-cardiotomy cardiogenic shock. It was noted that the placement of cp was successful. On echocardiogram to assess placement it was noted that right atrial (ra) was collapsed. Decision made to take patient back for washout. Clots removed and compression relieved from ra. During support there was poor flow down leg due to tortuosity and blockages. Decision to leave peel-away in place & placed antegrade perfusion sheath down left leg to refuse. Additionally, the patient continued to bleed with heparin. Decision to turn heparin down by half. Ultimately the cp was explanted and inserted intra-aortic balloon pump.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: patient continues to bleed in chest with heparin. The cause of the bleeding is determined to be patient condition because of the bleeding from non-impella site. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.